Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported there was a loss of therapy and loss of stimulation. The patient had not been using her implantable neurostimulator (ins) for 2 years because it did not work. The patient was looking for a healthcare provider (hcp) to have it replaced or explanted. It was noted that the patient was implanted for failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported that their implant had not worked in two years. Their new managing health care professional (hcp) would not see them until patient scheduled a new appointment to meet with the local manufacturer representative (rep) to discuss reported issue. The implantable neurostimulator (ins) needed to be replaced; the patient stated that the rep can't do it so they did not understand why the hcp would not meet the patient. It was reviewed that if the hcp was requesting the patient to meet with a rep, then it was up to the hcp to schedule the appointment with the patient.